Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: on investigation, the display screen remained blank and was noted to be damaged. The damaged display was removed and a test display connected to the pump, which illuminated properly and displayed the verify screen when the pump was powered on. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Date of submission of follow up #1 is (B)(4) 2013. Date of additional analysis in follow up #1 is (B)(4) 2013.